Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 9/4/2025. It was clarified that the local site developed an abscess, prompting a second emergency department visit on approximately august 7th for incision and drainage. This second visit was necessitated by delayed healing of the abscess. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. According to a report received via the user support canada team, on (B)(6) 2025, the patient experienced a skin reaction characterized by pimples, drainage, pustules, infection, and cellulitis. The reaction occurred on an unknown day following sensor insertion; however, no information was provided regarding the insertion site. Due to a clear localized infection, the sensor was removed. The patient visited the emergency department and was treated with antibiotics. The cellulitis resolved within a few days. Subsequently, the local site developed an abscess, prompting a second emergency department visit on (B)(6) for incision and drainage. This second visit was necessitated by delayed healing of the abscess. As of the time of this report, the abscess appears to be healing. Additionally, it was reported that the patient is drug-induced immunocompromised, unrelated to dexcom. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Health canada file # (B)(4).

Event description:
It was reported that a skin reaction issue occurred. The event date is an approximation. According to a report received via the user support canada team, on (B)(6) 2025, the patient experienced a skin reaction characterized by pimples, drainage, pustules, infection, and cellulitis. The reaction occurred on an unknown day following sensor insertion; however, no information was provided regarding the insertion site. Due to a clear localized infection, the sensor was removed. The patient visited the emergency department and was treated with antibiotics. The cellulitis resolved within a few days. Subsequently, the local site developed an abscess, prompting a second emergency department visit on (B)(6) 2025 for incision and drainage. This second visit was necessitated by delayed healing of the abscess. As of the time of this report, the abscess appears to be healing. Additionally, it was reported that the patient is drug-induced immunocompromised, unrelated to dexcom. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.